Manufacturer narrative:
(B)(6). Device was not returned for evaluation. The blade was returned for evaluation. The blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. A change to the fabrication process for the inner blade has been put in place, which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history records was performed which confirmed no inconsistencies (B)(4). A root cause was determined to be a manufacturing issue which has since been addressed (B)(4).

Event description:
During an arthroscopic debridement of the lateral meniscus on the left knee it was reported that at the end of procedure the protective sheath of shaver jammed against the internal shaver. This caused metal debris to be deposited within patient's knee. The debris was irrigated from the knee by increasing pressure & draining the sutured space surrounding the knee repeatedly. The device was retained by surgery department. There was no specific time delay reported.